Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. (B)(4); (B)(4); expiration date= na; lot number = (10)180313. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mother called to report that her (B)(6) year old son had an allergic reaction which included swelling and redness to one application of bab flexible fabric assorted band-aid when he had put it over a wound on his face on (B)(6) 2018. The reaction occurred (B)(6) 2018. He had gone to the doctors and was prescribed an ointment and zyrtec to help with the issue. His mother reports the swelling has gone down and the redness is going away.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. MFR site,report source: upon review of the updated lot information, it was noted that initial medwatch was submitted with incorrect manufacturing site location. See re-submitted initial medwatch under MFR. Report # 1000599868-2018-00003 to capture the correct manufacturing site location and MFR. Report #.